Event description:
The manufacturer received information alleging a ventilator service required-pressure mismatch alarm occurred on the screen while the trilogy ev300 device was in patient use. There was no allegation of harm or injury reported. The customer has requested an on-site evaluation of the trilogy ev300 device which is anticipated but has not yet begun. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information received alleging a ventilator service required-pressure mismatch alarm occurred on the screen while the trilogy ev300 device was in patient use. There was no allegation of harm or injury reported. During the evaluation of the trilogy ev300 device by the field service engineer (fse), an error indicating the device software has detected a large pressure drop between the monitor and outlet pressure sensors discovered in the event log. The fse replaced the device's flow sensor to address the issue. The fse followed service manual procedure for the flow sensor replacement. All performance verification tests passed.